Manufacturer narrative:
Device evaluation: lens was returned in two pieces, and in small vial. Visual inspection found haptic torn off, debris and clear surgical residue on the lens surface.(B)(4).

Manufacturer narrative:
This product is not marketed in the us. Lens, injection system work order search: no similar complaints were reported for units in the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -9.5 diopter, in the patient's left eye (os) on (B)(6) 2017. In the same surgery, the lens was exchanged for a same size and diopter lens due lens tear/break during injection into the eye. The problem was resolved. The customer stated that there was a resistance during injection the lens into the eye, and the lens got torn because it was not aligned. At the date of MDR submission, the lens has been returned, but not yet evaluated.